Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to noise and oversensing. Low amplitude was also noted. Which was caused by electrode fracture. It was confirmed that the electrode will be revised later. Subsequently, a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to noise and oversensing. Low amplitude was also noted. Which was caused by electrode fracture. It was confirmed that the electrode will be revised later. Subsequently, a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no notch adjacent to the sense b electrode. Setscrew marks were appropriately located on the terminal pin. Cuts in the insulation were noted and are likely attributable to explant damage. A bend was observed approximately 2,5 cm from the terminal end. The suture sleeve exhibited cuts, and the shocking coil appeared discolored. Melt marks were identified on the outer insulation, consistent with electro-cautery damage during explant. Electrical resistance testing of the sense a measured as an open circuit, indicating a fractured or broken conductor. A fracture in the sense a cable was visually confirmed at approximately 33,7 cm from the terminal end, with characteristics consistent with cyclic fatigue. X-ray imaging corroborated the sense a cable fracture.